Event description:
It was reported that a malfunction occurred after the pump was dropped. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and instructed to call back if any issues arise again.